Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture and the display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump won't turn on. The patient went in hot tub with insulin pump and then the insulin pump went off and never came on again. Customer states display is blank currently. Display did not return after inserting new battery and pump restart. Patient stated that there was no exposure to water and no water sounds and the reservoir and battery cap were on completely. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.